Event description:
While troubleshooting with the MFR it was discovered that segements and icons were missing from the inform meter display. No adverse event reported requested of suspect device and replacement was sent.